Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the pump was found to be slightly over delivering. The expulsor was trimmed to bring it into a more nominal of a range. Additionally, the device had a late date and time entry in ehl log. The board internal battery needed to be recharged. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed accuracy testing and lost the time and date. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement.